Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "generator is not available¿ message after undergoing an unrelated surgical procedure on (B)(6) 2018 where ipg was put into surgery mode. After surgery, the patient's ipg will no longer communicate with the external devices to turn off surgery mode. Troubleshooting resolved the issue, and therapy was restored.